Manufacturer narrative:
Information was not provided by the initial contact. The device was disposed of and will not be returned. Additional information received: the hospital always sews the staple lines in addition with 6 to 9 stitches. Surgery date (B)(6) 2015. Could you please confirm if the device returned was used in initial operation: used instrument tlc75; can you please confirm the procedure:hemicolectomy right; what were the indications for surgery: diagnosis ileus, pus was detected during a surgery as the patient was not well; two additional surgeries, during the last one another part of the colon was cut off. Were there staple formation issues noted in primary procedure: no response; was the surgeon able to identify where on staple line there was an opening: no response; were there any other stapling devices used in procedure? No response how was leak diagnosed: no response; what is the current patient status: the patient is fine and is at home; would the surgeon be willing to speak with engineering and medical: no response we have written confirmation from chief surgeon (e-mail) for the mentioned cases that the reported events and the death of the patient are not related to our devices.

Event description:
It was reported that after a descending colon stump procedure, the next day the staple line got open, sutured by hand. No further information is available.

Manufacturer narrative:
(B)(4). Additional information received: clarification to the statement from the chief surgeon: ¿translation of the written confirmation from the chief surgeon who is the medical expert stated that in his opinion neither our device nor the handling of the device caused the reported events.¿ in addition, the file was reviewed by the (B)(4) medical safety officer who supports the decision to revise the file to not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.